Event description:
The technician alleged that the brakes will set, but not hold. No pt impact.

Manufacturer narrative:
The technician adjusted the allen screw on the brake slightly to tighten the brake caster to resolve the issue.